Event description:
Amt gastric button malfunction. The ring that the feeding tube connects into fell out. The patient's father super-glued the ring back into place on so he could feed the patient thru the tube until it could be replaced. This tube was originally placed on (B)(6) 2020. Required a new procedure to be performed with anesthesia to replace defective button two days later.